Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for back pain. It was reported that at the initial post-operation appointment after replacement, and impedance check showed that electrodes number 4, 9, and 11 were out of range. The patient was reprogrammed to avoid these electrodes and paresthesia was noted to be good. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a rep. It was reported that the patient turned off his stimulation on sunday, but the patient still felt "tingling". The patient said that he can hardly walk and he feels the tingling constantly when he is moving. A rep met the patient and confirmed electrodes 4,9, and 11 were avoided. The device was turned up to clearly distinguish between potential neuropathic tingling (the patient has diabetes) and stimulation. It was confirmed the feelings were totally different. The device was reoriented and adaptive stim was set on group b as it gave the best coverage without any ancillary perceived unwanted stim. The next appointment was scheduled for april. No further complications were reported.